Event description:
It was further reported that the patient was still having device concerns. The patient had sought treatment from a new physician and had an appointment scheduled for (B)(6) 2012. Additional information from this physician was requested.

Event description:
It was reported that the patient's device stopped functioning around the first of the year (2012). The patient never had therapeutic effect and also experienced a shocking sensation along the spine area with movement. The patient was unable to feel any stimulation and had gone back to catheterizing themselves. Additional information was requested. If any information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28, lot: v594185, implanted: (B)(6) 2011, explanted: na. Programmer model 3037, serial: (B)(4).